Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that an error occurred. Main printed circuit board (pcb) was out of specification electrical. Main pcb was also out of specification electrical due to failure of the "ventricular pace pulse noise" on incoming functional testing, the lock button was flat on the keypad, and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error code generated by the external pulse generator (epg). The epg was returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.